Manufacturer narrative:
The reported event was duplicated. The service technician visually evaluated the device and noted the marked input sleeve was loose.

Event description:
It was reported that after a surgical procedure at the user facility, the radiolucent drill attachment disassembled. As this event occurred after a surgical procedure at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that after a surgical procedure at the user facility, the radiolucent drill attachment disassembled. As this event occurred after a surgical procedure at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.